Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inratio inr=4.0, 2.9, 5.1. All tests were done within minutes of each other on different fingers. Therapeutic range: 1.8-3.1.

Manufacturer narrative:
Investigation is pending.